Manufacturer narrative:
Submit date: 4-apr-2019. Additional information was received from the initial reporter on 4-apr-2019. The following information has been updated: patient code changed from 2199 to 2645. Issue was found during testing. No patient involvement. Removed the event date. The event date is unknown.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were 2,000 (unopened, unused) samples and 13 (opened) samples returned for this complaint. 80 unopened, unused pieces were randomly selected from the samples submitted. All 80 pieces were visually inspected, and no visual defects were found. All 80 samples were tested for leakage in the fluid pathway and all samples passed inspection. For the additional 13 (opened) pieces the samples were visually inspected, and no defects were found. The 13 samples were tested for leakage in the fluid pathway and 5 samples failed due to leaks at the nose of the hub. The condition is confirmed for the opened samples, but not from the unopened, unused samples. A root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this issue. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage in the fluid pathway. The lot met the acceptance criteria and was released. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, therefore a corrective action is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: leakage observed between needle and the support.